Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device remains implanted.

Event description:
It was reported that the patient had an initial right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient has been experiencing back and hip pain, knee shifting, knock knee and unable to walk or stand for long periods of time. The patient has alleged that she is experiencing back and hip pain, knee shifting, knock knee and unable to walk or stand for long periods of time. We have not received any other information about this case at this time. The femoral component and tibial component are not zimmer biomet-(B)(4) design control. The tm primary patella is the only device in zimmer biomet (B)(4) design control